Event description:
Customer reported via phone, she initially inquired how to properly calibrate the sensor, during assistance customer mentioned her blood glucose was 480 mg/dl. Customer declined troubleshooting for high blood glucose and state she might have caused the high. Customer treated with insulin pump and is not returning the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.